Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound (ebus) procedure there was an observed failure with the subject device. The rigid metal sheath that is attached to the top of the needle that is used to stabilize the needle when it is inserted into the adaptor of the scope, was moving freely up and down the outside of the needle. It is unknown if the procedure was completed with the same device. There were no reports of patient harm.